Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2010. According to the complainant, during the procedure, when they deployed two of the bands, they noticed that it appeared as though there were splits in the bands. Therefore the bands would not go around the varice properly and fell into the patient. There were no attempts to retrieve the bands. The physician had no concerns to let the bands pass naturally. The case was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2010. According to the complainant, during the procedure, when they deployed two of the bands, they noticed that it appeared as though there were splits in the bands. Therefore the bands would not go around the varice properly and fell into the patient. There were no attempts to retrieve the bands. The physician had no concerns to let the bands pass naturally. The case was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The speedband superview super 7 was returned with one individual band. A visual examination of the band found that it was split. The condition of the returned device was consistent with the complaint of cracked and split bands; the complaint was confirmed. These cracks within the bands can potentially cause them to break, resulting in a lack of functionality. The most probable root cause of this issue has been labeled as a supplier manufacturing issue. Also of note, the device was used past its date of expiry. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4): the device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)